Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with chest pain. A CT scan revealed a pericardial effusion; the lead had perforated the lateral wall of the right atrium. The lead was explanted and replaced.